Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection in the scrotum. All areas were washed out with antibiotic irrigation. A new tactra penile prosthesis was implanted as a space saver. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated: a1 patient identifier, a2 date of birth.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to an infection in the scrotum. All areas were washed out with antibiotic irrigation. A new tactra penile prosthesis was implanted as a space saver to preserve the patient corpora until another ipp could be implanted. Approximately 6 months later the tactra was removed and replaced with an ipp. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection in the scrotum. All areas were washed out with antibiotic irrigation. A new tactra penile prosthesis was implanted as a space saver. No further patient complications were reported.